Manufacturer narrative:
.

Event description:
Baxter reported an error 170 occurred during connection with a bag by a clean flash. The customer opened the cover of the clean flash device, and found that the spike was broken. The actual sample was available for evaluation. There was no patient injury or medical intervention.